Event description:
It was reported that a large volume infusor leaked into its overpouch. The device was filled with benzylpenicillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured november 23, 2014 to november 24, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.